Event description:
Procedure: lung resection. According to the reporter: on the second firing of the stapler, staples on one side of the staple line were malformed. On the third firing, staples did not form and their legs stayed straight. An additional incision was needed to manually suture the incomplete staple line. There was no bleeding reported.

Manufacturer narrative:
Date initial report sent: 1/24/2008.